Event description:
The hcp stated the patient experienced an increase in spasticity and a fever. The hcp thought the patient had an infection, and the patient had a spinal tap to rule out the presence of meningitis. The patient was given intravenous antibiotics and the catheter was "capped". The hcp tried to perform a catheter dye study, but was unable. The hcp felt as though the catheter was occluded with blood from the spinal tap or the catheter was "nicked" during the spinal tap procedure. The testing for infection, including meningitis, came back negative - no infection and no meningitis. The hcp provided oral baclofen to supplement the patient. The hcp is considering other troubleshooting options. The patient is reportedly "doing fine" in a rehabilitation hospital. The drug contained in the patient's pump was lioresal intrathecal (500 mcg/ml) delivering 100 mcg/day.